Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The analyst noted the lead was returned with the helix bent. The helix was over rotated during retraction past the stop. No further helix function is possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the lead could not be screwed. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.